Event description:
During preparation for use of the device for cardiopulmonary bypass, the air bubble sensor gave an indication that it was not operating properly. The sensor was not used during the procedure. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.